Manufacturer narrative:
The pod was received with the soft cannula fully deployed and the formed needle fully retracted into the bottom housing needle well. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the formed needle from fully retracting. Though the formed needle was observed to be fully retracted, it could not be determined when the formed needle retracted. The exact cause of the reported failure of the needle to retract could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.